Event description:
0n 05/28/1999, the MFR's sales rep was present at the facility during the procedure. The physician tried to attach the syringe to the 18ga needle; however, when the needle would not stay on the syringe, he realized that the needle was split. No further details were provided.